Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 120 mg/dl. The customer stated that her sensor did not work at all. The customer stated that the cannula part was broken off. The customer will be sent a replacement sensor.

Manufacturer narrative:
A visual inspection of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base; no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.